Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited under-sensing. No interventions or changes were reported. The patient's condition was unknown.

Manufacturer narrative:
Further information was requested but not received.